Event description:
The customer reported that two bio-absorbable anchors broke during insertion. This report is for the second event. The tip of the implant remains in the patient. No adverse patient consequences have been reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device history record was reviewed and nothing was found that contribute to this event. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.